Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, and implanting the device after the expiration date have been ruled out. Potential causes of the reported issue include inadequate fixation, severe force applied to the implant (patient fall, accident), excessive twisting or stretching, the patient having contraindicating conditions, improper surgical technique, and touching/picking at the wound. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported pain at the surgical site. Erosion was identified and the neurostimulator was snipped. The patient went to urgent care where cultures were obtained and a staph infection was confirmed. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025. No further issues have been reported.